Event description:
The customer reported that the device was used for an ladg. Sealing was attempted and an endtone, indicating a completed seal, was heard. However, oozing of the vessel occurred that was under 200cc. Another ls1500 was used to complete the procedure. Operating time was not extended as a result and there was no tissue damage.

Manufacturer narrative:
(B) (4). (B) (4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on a saline soaked towel using the forcetriad and ligasure generators. An endtone was heard and a visual inspection determined that a good seal was produced. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.